Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 200 units of insulin. Then, the pump displayed 60 units and jumped back up to 210 units before delivering 10 units of insulin. The customer requested follow up call from tandem technical support after the delivery of 10 units of insulin. Multiple attempts were made to obtain if the customer received an accurate fill estimate; however, no additional information regarding this event was provided. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Fill estimate issue- unable to confirm the reported event.